Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, neuromuscular problems and vaginal scarring, and spasm of pelvic floor muscle. It was reported that patient underwent mesh removal on (B)(6) 2005 due to mesh erosion; mesh revision on (B)(6) 2006 due to mesh erosion; and revision/removal on (B)(6) 2007 due to erosion. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis and incontinence.

Manufacturer narrative:
It was reported that patient underwent removal of eroded portion of the sling on (B)(6) 2005 by dr. (B)(6) due to erosion.